Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The system was tested and found to be working as intended and put back into service.

Event description:
It was reported that intermittently the system would freeze during boot up causing the system to become unusable. There is no report of injury or death associated with the event described in this complaint.